Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had alerted insulin flow block alarm. The customer's blood glucose level was 344 mg/dl. The customer was assisted in performing 5.0 unit fill cannula test and he reported that the insulin did not exit. The customer reported that the insulin exited and the insulin pump alarmed during fill tubing. He was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, however unit failed prime or seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime or seating anomaly. (B)(4).